Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a component separation was detected. The physician elected to treat the patient by relining with a medtronic (non-endologix) device on an unknown date. The patient is reportedly doing well. There have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and or imaging; requests were made and denied response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. This complaint is most likely device-related due to use of strata material. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.